Event description:
It was reported that the pulse generator had reached replacement time. Also, the system had oversensing of noise. The physician explanted the system and replaced it with a transvenous system. On removal, the electrode and the pulse generator were calcified with a thick egg-shell like solid. It took a tight a rail (extraction tool) to remove the electrode from the chest. The device was removed after successfully removing the entire calcified pocket around it. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the pulse generator had reached replacement time. Also, the system had oversensing of noise. The physician explanted the system and replaced it with a transvenous system. On removal, the electrode and the pulse generator were calcified with a thick egg-shell like solid. It took a tight a rail (extraction tool) to remove the electrode from the chest. The device was removed after successfully removing the entire calcified pocket around it. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas approximately 2cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and high impedance code.